Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and a manufacturing evaluation was completed. The received condition of the subject device shows no visible damages. Conclusion, the plate passed the functional check successfully. Different locking head screws were used on the plate and could be locked and unlocked in all threads as intended. The failure as per event description could not be duplicated. Placeholder.

Event description:
During an acdf fusion surgery at c6-c7 on (B)(6) 2013, the surgeon experienced issues with the ti anterior cervical locking plate and bone screw. Reportedly the surgeon could not get the bone screw to thread through the cranial hole, left side of the locking plate. The surgeon removed the plate and screws and implanted competitors plate and screws. The synthes sales consultant tested the implants on the back table and had no problem inserting the screw thru the plate and no issues with guide. An additional two (2) hours was added to the surgery as the surgeon waited for another set to be sterilized in order to continue the surgery. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. : the investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review has shown that defect report 21998 was opened for this lot as during the final inspection a burr was found at the threads. However, a further inspection by the line has shown that the parts are within the specification. Without the material it can not be defined if this is in any relation with this complaint. Placeholder.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Since the return included screws locked to the plate, the root cause of the hazard detailed in the complaint description cannot be determined.